Event description:
The pt was implanted with a left ventricular assist device. Approx 3.5 years post-implant, the vad coordinator reported an increase of lactate dehydrogenase (ldh) in the pt and she began showing signs of low cardiac output. The clinic performed a systemic lysis without any improvement and a decision was made to exchange the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump and no further issues have been reported. The device was returned to the MFR for analysis and is currently in process. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.